Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that his client was implanted with a durom us acetabular component (exact device name not provided) on his right hip on (B)(6) 2008 and dur to elevated metal ions and loose cup, the patient underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info be received, or the product is returned and investigated and the result becomes available that might change this assessment, an amended report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).